Event description:
The fe reported the system failed to display an image following x-ray initiation. This resulted in loss of imaging functionality. There is no report of serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pins is lemo connector were evaluated and reseated. The system was tested and found to be working as intended and returned to service.